Manufacturer narrative:
Evaluation of the canopy confirmed the reported issue, the zipper teeth do not stay engaged while zipping up the canopy. The right side window zipper, was found to not engage the teeth correctly. If the zipper does not allow element closure in a patient accessible area, it can allow for the unintentional release of the patient, by separating the zipper at the location that the elements are not properly engaged. The user manual advises caregivers to apply direct pressure along the entire length of the zipper, to reveal the breach of an unsecured area. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not be put into use with a patient and should be returned to posey for servicing. (B)(4).

Event description:
Customer reported the zipper teeth do no stay engaged while zipping up the canopy on the u side panel. The date the issue was discovered is unknown and no patient incident or injury was reported.